Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and said they met with their medtronic rep and was advised to request for a new battery pack. Patient mentioned that they have to charge more often and constantly. Agent confirmed that patient are charging their ins more frequently , almost twice a day and was not doing that before. Agent reviewed with the patient that the ins charging frequency depends on the programming on their implant. Agent advised patient to reach out to hcp for programming concerns. Agent sent an email to medtronic rep to clarify patient concern. Email received from rep. Patient is having issues with her controller , she refers that she is charging it twice a day , so rep suspect it is the battery pack, she will need an new battery for her controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was that patient stated they are not feeling the stimulation and the controller is not working. Patient stated that they met with a rep, and the rep reprogrammed the stimulation and lowered the settings. Patient stated they feel more pain in their legs and feet after the adjustment. Patient also stated that they are not feeling the stimulation at the moment. Patient stated that after the reprograming from the rep, it seems that the ins was depleting faster than before. Agent reviewed that if the settings are lower it does not drain the ins battery faster. Patient clarified controller not working was in regard to the controller not finding the ins agent had the patient reset the controller and then connect the recharger to the controller. Patient confirmed no visible damage to the controller and recharger. Patient was able to start a recharging session with excellent charging. The controller battery was at 90% and the ins battery was d epleted and in red. Patient stated on the controller showed iins battery low and ins cannot provide stimulation. Agent recommended patient continue to charge the ins until 100% and agent reviewed how to turn stimulation on. Agent reviewed also how to increase the intensity. Patient mentioned they will meet the rep for reprogramming. Patient mentioned they will contact back if further assistance is needed. Agent redirected to hcp to further address the issue.